Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device lot number corrected from 21216088 to 20877165. Device expiration date corrected from 10/03/2020 to 07/11/2020. Device manufactured date corrected from 10/04/2017 to 07/15/2017. Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter with contrast in the balloon and inflation lumen. The balloon was loosely folded. The balloon, markerbands, inner/outer shaft and proximal weld were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, and inner shaft buckling located 5mm and 15mm from the tip of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. Positive pressure was applied and the balloon was inflated to rated burst pressure for 5 minutes, and there was no loss of pressure and the device did not leak. The damage to the inner shaft (buckling) is consistent with damage done during a procedure, and the kinks in the hypotube are consistent with damage from handling. Inspection of the remainder of the device revealed no other damage or irregularities. The reported balloon burst was not confirmed. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.